Manufacturer narrative:
The pump passed displacement, rewind, basic occlusion and prime tests. No motion sensor test failure error alarm was noted during testing. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was confirmed in the alarm history. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a cracked case at the display window corner, a cracked lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error and motor position encoder error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the motor error occurred during prime. The customer stated that the pump was not exposed to an MRI or magnetic field. The customer will be sent a replacement pump.